Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue and experienced high blood glucose level of 527 mg/dl and self-treated with a bolus. Subsequently, the patient went to the emergency with high blood glucose level between 422-477 mg/dl with high ketones level. The patient stayed in emergency for few hours and the patient left emergency, the blood glucose level was 420 mg/dl. The healthcare professional assessed ketone level as dangerous/life threatening. The infusion set was in use for one and half day. The patient received insulin drip as corrective treatment and the issue was resolved. The patient was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.